Event description:
After 5 hour spinal surgery, the patient was removed from the spinal table and there was noticeable redness in the hip/thigh area. Later, in post-op pressure ulcers were diagnosed.

Manufacturer narrative:
No files.

Manufacturer narrative:
The visco-elastic properties of the pads will help to reduce pressure issues; however, this feature will not eliminate them altogether. Proper positioning and regular monitoring of the patient are needed to ensure pressure issues are minimized. Additional padding may also be used at the discretion of the staff to help further support and protect the bony prominences. The aorn "recommended practices for positioning a patient in the perioperative setting" emphasizes the importance of adequate padding, assessment, and monitoring for patient safety. The owner's manual also cautions users about assessment and monitoring of the patient's positioning. We reminded the facility of these instructions. A follow-up in-service was offered to help address any further concerns or questions around proper prone positioning. Device not returned.